Event description:
Complainant alleged that the medics were treating a pt who was in cardiac arrest, and who was presenting a ventricular fibrillation heart rhythm. The medic placed the electrodes on the patient's chest. The patient's skin was warm and dry, and the pt had a little chest hair. The medics attempted to shock the pt at 200 joules, but they rec'd a "poor pad contact" message on the device. The medics confirmed that there was good skin/pad contact, and again tried to shock the pt, but they rec'd the same message. The medics then applied a fresh set of electrodes to the pt and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.